Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain, it was reported that patient faced seven infusion sets fell off events during use on date (B)(6) 2024. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.